Manufacturer narrative:
(B)(6). Section d4: model number and device identification details were not provided in the medwatch report mw5167495. Section e1: initial reporter contact details were not provided in the medwatch report mw5167495. Section h11: method: the medwatch report mw5167495 did not identify the reporting facility and without additional details, fisher & paykel healthcare is unable to complete an investigation of the reported event. Conclusion: based on the information provided in the medwatch report mw5167495 and without the return of the subject device, we are unable to determine the cause of the observed crack. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The user instructions for the mr290v humidification chamber state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure.

Event description:
A healthcare facility reported via the FDA medwatch program that a patient did not receive the "set tidal volumes when placed onto ventilator" while using an mr850 respiratory humidifier. It was further reported that a humidification chamber that was used during the event was found leaking. No information was provided to confirm the model number of the humidification chamber used during the reported event. The healthcare facility identified a crack in the humidification chamber.